Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed an irritation under the rear therapy electrode pads. The irritation was described as chaffing and itching. The patient's nurse applied a cream and a powder to the irritation. Follow-up indicated that the irritation improved.